Event description:
A 6f angio-seal vip was selected for use following a left heart diagnostic catheterization. After deployment, pulses were absent in the leg and the pt was transferred to the interventional radiology lab. An ultrasound was performed to rule out a clot but collagen was found in the artery. The pt was transferred to another hospital for vascular surgery to remove the collagen. The pt is currently listed as stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.